Manufacturer narrative:
Concomitant medical products: bbraun 200ml of dextrose & 1000ml of nacl; bd 10ml syringe 0.9% nacl, lot 520211c, exp: july 20, 2018; non-cfn adapter, therapy date (B)(6) 2015. The customer¿s report of backflow was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was visually inspected under a microscope and was noted to be assembled in the set correctly, with the silicone membrane centered. Functional testing was performed and confirmed backflow from the secondary to the primary, indicating a faulty check valve on the primary set. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0273¿ long. The cause of the check valve failure is a polypropylene particle found in the fluid path which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polypropylene was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary of potassium phosphate 15mmol in 250ml of d5w was initiated at 0900 and intended to infuse over 6 hours at 42ml/hr. At 1100 the secondary was noted to be empty and the primary bag appeared to contain more volume than at the start of the infusion. The pump and tubing were changed and the patient's serum electrolyte levels were drawn. A new infusion was subsequently started and completed without incident. The patient had no lasting effects and is scheduled for discharge.